Manufacturer narrative:
This event cannot be confirmed or not confirmed through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.